Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, g.2, h.6.

Event description:
Additionally, healthcare professional reported pain and 2 small simple cysts. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Healthcare professional reported left side rupture, pain and 2 small simple cysts. Device was explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified the weight of the device was within specification, voids, and a crease fold. After the autoclave cycle a cloudy color in the gel was observed. Based on the device analysis the final assessment is: no openings were observed on the device.